Manufacturer narrative:
(B)(4). The tubing exhibits a lateral slit, located at the 7cm depth marker. The slit has a slight crescent shape. The edges are relatively smooth. The slit penetrates the outer wall of the tube. The internal septum which separates the jejunal and gastric lumens is compromised. Feeding was simulated using water, in both the jejunal and gastric feed ports. The water exits the slit in the tube, when feeding through both ports. The device history records were reviewed for lot number aa5215n14, the product was manufactured according to the approved manufacturing procedures, specifications, and then released by quality assurance. Halyard health has no independent knowledge of the event reported but is relaying the information that was provided by the user facility where the incident occurred. (B)(4).

Event description:
It was reported that the transgastric jejunal tube was placed and two days later the patient returned stating there was a slit in the tube. The patient states the slit is near the disc (eternal retention ring), and believes the slit is above the disc, but is not certain. There was no patient injury and stoma remained open and intact; however, the patient returned to radiology to have the tube replaced.